Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300802 lot 8234789 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. Bulk label production is use for these products. Two inner bags are used: one internal which is directly in contact with the product. This is closed with a plastic string and labeled with internal information about assembly product and lot. The 2nd bag is external and protects the internal bag which is only folder, not closed or tied. Both bags are packed in a case carton/shipping case which is externally labelled with the final reference and final bulk lot. The batch number (8234789) and product reference (300802) is located only in the labelling of the external package (shipping case). The label located in the inner bag (plastic bag containing the needles) corresponds to assembled needles for a traceability purpose. This is a different batch, because this is also a different reference (assembled vs final product). Both materials and batches (final product in bulk and assembled product) are linked within the batch history review and permit us to have a full traceability for the product from raw materials to final product. It is important to take into consideration that all bulk product will show this identification and should not be considered as a defect. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found.

Event description:
It was reported that before use of the bd microlance¿ needle the name labels are missing on the bags. Foreign complaint the following information was provided by the initial reporter, translated from german to english: with the current delivery we have noticed once again that on the pe bags no markings are available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd microlance¿ needle the name labels are missing on the bags. Foreign complaint the following information was provided by the initial reporter, translated from german to english: with the current delivery we have noticed once again that on the pe bags no markings are available.